Event description:
A pt reported blood glucose results of 212 mg/dl with a lifescan meter and 170 mg/dl on a lab device, performed within 5 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Pt also reported the meter would not power on. The pt reported no symptoms while trying to test on the meter. The issue was not resolved with troubleshooting. No further info has been reported.